Event description:
Reportedly, the instruments were firing intermittently and loading clips incorrectly. During application, a clip did not load as expected which resulted in the jaws of the device being activated over the blood vessel resulting in trauma to the area. Surgeon sutured and clipped to complete the procedure without further incident. Procedure type: carotid endarterectomy.